Event description:
Additional information: it was reported that the patient experienced morphine withdrawal due to a leak in the catheter between the pump and anchor. The catheter was surgically spliced on (B)(6) 2012. During examination and palpation on (B)(6) the patient was nauseated with emesis, feeling hot and cold and had increased pain. A catheter access port (cap) contrast performed on (B)(6) revealed the leak in the catheter between the pump and the anchor. The patient outcome was reported as recovered without sequelae on (B)(6) 2012.

Event description:
It was reported that the patient's catheter had a hole in it. The patient's symptoms were: unknown extreme pain which the patient could not pinpoint where, severe metallic smell and taste, dry mouth, shaky, headache, weakness, and inability to control his body temperature and nausea, which had been going on for approximately 3-4 days, and throwing up uncontrollably. Patient stated she hadn't had a bowel movement in a week and can hardly eat. These symptoms started 3 weeks prior to the call. The patient went to the emergency room on (B)(6) 2012, and she got medication for migraine. On (B)(6) 2012, the patient went to see her family doctor and they took "6 bottles of blood." The patient stated they couldn¿t do anything until the test results from the blood came back. At the same night, the patient became violently ill with the same symptoms and ended up throwing up and going back to the emergency room. The patient's chest hurt and she couldn't breathe and talk. The patient had 3 different medications including the dilaudid to try to help calm her nauseated stomach so she could be still enough to have a computed tomography (CT) scan of his abdomen done. The patient stated the CT scan didn't show the catheter but only showed the pump. The patient started to feel warm and her headache went away. The patient felt better until (B)(6) 2012 in the afternoon, and the patient started to feel sick again. On (B)(6) 2012, the patient was sick all day and had a return of pain. The patient went to her appointment and had a dye study, and it was found that she had a "hole in her catheter." The patient was told that she would need a surgery to correct it. The patient was given endocet for pain, and the patient stated it was not working. The patient had a concern that her health care provider called this an "elective surgery." The patient was scheduled for a procedure on (B)(6) 2012. The patient inquired if the morphine that was being dispersed into her abdomen was going to cause her health issue. The patient stated by (B)(6) 2012, the patient had not slept well for a long time and was afraid to eat because it might just come back up. The patient's pain level was worse than she could ever remember it. The morphine was delivered in the pump system. Additional report will be submitted if there is any new information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, serial # (B)(4), product type programmer, product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter.